Manufacturer narrative:
The device has been returned and an evaluation completed for it. This supplemental report is being submitted to provide this information. The device history record review all records indicate that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The reported issue of the device is the needle would not retract into the sheath. The single use aspiration needle, was received in the original packaging, without the inner plastic enclosure. The biopsy adapter valve, syringe and stopcock accessories were not returned with the device. The needle was fully extended with the sliding handle lock engaged; as received. A functional inspection on the received condition was performed, and the results are as follows. The single use aspiration needle was received with the stylet, stylet wire and luer intact. The movement from the stylet wire is sufficient while inserting and removing from the device. The handle section is still intact without any damages, or anomalies. The handle lock is present, moves freely, and stays in place when locked. The movement from the handle is normal; however, the needle does not respond when extending or retracting with the handle. The sheath adjust screw is able to lock and unlock, and also prevents the sheath adjuster from turning. Additionally the device was visually inspected and the following noted: the needle is present but severely bent/twisted, approximately 10mm from needle tip on the metal coil sheath. Mq found foreign red residue within the insertion portion sheath near the distal end side; that is consistent with use. The hypo tube is still present, and undamaged. The insertion portion severely bent beneath the boot on the proximal side, and a kink just beyond the hypo tube at the distal end side was observed. Upon evaluation of the returned device the complaint was confirmed. Failure to retract the needle into the outer sheath was due to observed damage to the pebax heatshrink layer which surrounds the spiral cut metallic needle. Following failure, the pebax bunched up preventing retraction. Based on the evaluation, damage to pebax layer can likely be attributed to the kink on the insertion portion at the distal end. Although a definitive root cause could not be determined, the device likely became kinked during use as a result of poor user technique. User is requested to refer to the device instructions for use (IFU) for instructions regarding proper handling and usage of the device.

Manufacturer narrative:
There is no additional information available for this event as yet. The device is not returned, as such a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as the information becomes available.

Event description:
As reported for this event, during a procedure the device needle would not retract into the sheath. The handle was pulled all the way up on the device, but the needle was not inside of the sheath entirely. The physician went back in the patient and verified there is no patient harm or adverse impact. The procedure was completed successfully using another device. The device was tested beforehand and operated correctly.